Manufacturer narrative:
Pr #: (B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl does not recognize the battery when the battery test is initiated and the device displays "maintenance required". There was no pt involvement.